Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient cannot eat because they do not have the remote. It is unknown what troubleshooting was performed or what the outcome of the event was. An hcp called back at a later date and stated that the patient told them that their patient programmer was not working, because of that their dbs was not working, and the patient was shaking. The patient told the hcp that they had to call somebody to provide the hcp verification. Patient services reviewed that if a programmer was broken the patient would work with repair for a replacement. It was reviewed that the programmer was not lost or stolen, it was not working. The caller stated they sent over an order. Patient services offered the caller to speak with customer service, but the caller stated that they were going to have the patient call directly so they could figure out what was going on as there were no calls from the patient. No further complications are anticipated.